Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was losing its charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was losing its charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patients ipg was losing its charge. The patient will undergo a revision procedure wherein the ipg will be replaced.